Manufacturer narrative:
The customer informed a remote service engineer (rse) that they had replaced the central processing unit (cpu) printed circuit board assembly (pcba). The device was still producing a check vent primary alarm failure alarm. The rse suggested replacing the speakers and provided the speaker part information.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that there was a primary audible test failure, and the customer confirmed the error code. The rse advised the customer to perform the following troubleshooting steps in this order: listen for audible sound from the speakers, verify that the speakers are connected, verify that the braided wires are not touching the speaker housing, verify the resistance of each speaker, replace speaker #1, replace speaker, #2, replace the central processing unit board. The rse provided the customer with the part information of the parts recommended for replacement.

Manufacturer narrative:
The customer informed a remote service engineer (rse) that the speakers had been replaced, but the primary alarm failed alarm was still occurring. The rse provided the customer with software version 2.30 to determine if the speakers or central processing unit (cpu) printed circuit board assembly (pcba) are causing the issue.

Manufacturer narrative:
The customer called the remote service engineer (rse) back and informed the rse that replacement of the mc pcba (motor controller printed circuit board assembly) resolved the primary alarm failed error code.